Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The increase seemed to be gradual. Technical services (ts) suspected of possible calcification of the lead. No adverse patient effects were reported. This rv lead remains in service.